Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, responses to the requested medical documentation have not been provided and the patient current status remains unknown. In the absence of the requested information, clinical factors which could have contributed to the reported event could not be definitively concluded. The patient impact beyond the reported knee instability and revision with intraoperative finding of a broken post cannot be determined. No further medical assessment can be rendered at this time. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file, prior actions and product prints could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka had been performed on (B)(6) 2012, the patient experienced knee instability. A revision surgery was performed on (B)(6) 2023 to address this adverse event. The post of the poly was found to be broken, so the poly was exchanged. Patient's current health status is unknown.